Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer. An infection was reported. The incision started looking red following implant (B)(6) 2015, and the patient was admitted to the hospital from (B)(6) 2015 where she received intravenous antibiotics. She was discharged and sent home with a peripherally inserted central catheter (PICC) line. The patient was doing very well with no infections present. The indication for use was non-malignant pain. The system was delivering morphine at 1.7mg/day. The concentration and lot number were unknown. The timeline of when the patient first started experiencing the infection, clarification on the device/therapy/procedure issue, and diagnostics performed were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported that following the incision looking red after implant, the incision also started to hurt. After being admitted to the hospital, as previously reported, they were able to get rid of the infection. The infection was treated, the patient still had the pump and it was noted it had given her life back. Follow-up was conducted, as previously reported, to obtain additional event information. Should additional information be received, a supplemental report will be submitted.